Event description:
Customer reported that the inserting device was malfunctioning. The blood glucose reading was 149 mg/dl. He stated that the serter does not release the sensor after the second button press. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.